Event description:
On 04/29/1999, the facility's purchasing agent informed the distributor's sales rep of the following: when the packaging was opened, the catheter was noted to be missing. No further details were provided.